Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient weight is (B)(6). Concomitant product: guide cath: 6fr guideliner; stent: 3.5x26mm graftmaster. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It was reported that the 3.5x16mm graftmaster rx did not fit inside a 6 french (fr) guideliner brand guide catheter. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic, instructions for use (IFU) specifies that the minimum guiding catheter compatibility for a 2.80 mm to 4.00 mm diameter graftmaster rx stent is 6f / 0.068 inch (1.73mm) inner diameter (ID) which is also specified on the product label. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the patient presented with a free perforation of the severely calcified, tortuous left anterior descending (lad) to the left main (lm) coronary artery after undergoing atherectomy and with patient health declining toward death. A 3.5x26mm rx graftmaster was deployed at 12 atmospheres (atm) in the left main coronary artery, successfully sealing the perforation area where it was deployed. A 6fr guideliner was then placed to facilitate advancement to the more distal perforation for the next planned graftmaster (3.5x16mm). For complete coverage of the remaining uncovered more distal perforation area in the lad, an attempt was made to advance a 3.5x16mm rx graftmaster, however, this covered stent did not fit inside of a 6fr guideliner; this graftmaster was withdrawn without difficulty. A 2.8x26mm rx graftmaster covered stent was then advanced through the guideliner without difficulty and the stent deployed in the lad at 12 atmospheres (atm), successfully sealing the perforation area it was deployed in. While it was reported that there were no device issues and use of the graftmaster devices did not cause or contribute to complications or adverse events or any significant delay, the patient expired the same day due to the pre-existing perforation leading to rupture of the left main coronary artery. In the opinion of the physician, use of the graftmaster devices did not cause or contribute to patient death in any way; the perforation leading to the left main rupture was pre-existing and was not exacerbated by use of the graftmaster devices. No additional information was provided.